Event description:
Boston scientific received information that this left ventricular (lv) lead was dislodged. The physician removed the lead and a new lead was tunneled to the right side. This lv lead was explanted and will not be returned as the hospital kept the lead. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Additional information indicates that the hospital kept the left ventricular (lv) lead. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.